Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown; no information has been provided to date. E1 phone: (B)(6) . One device was received. Per visual inspection, missing on/off switch and has a broken drain tube clip. No functional testing could be performed as the device can't be switched on without the on/off switch. The complaint was confirmed. The cause was due to someone desoldered the on/off switch from ¿pwa¿. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. ¿pwa¿ replacement. The device repair and functional tests completed and passed.

Event description:
It was reported that the device requires a new pcb as the on/off switch was broken and removed. The fault occurred during testing. There was no patient involvement.